Event description:
The patient was seeking a new healthcare provider. Per the patient the healthcare provider they had been seeing for 5 months sent the patient a discharge letter stating the patient had missed appointments. Per the patient it has been a ¿nightmare¿ and ¿confrontation¿ with the nurse practitioners and the patient had been lied to on multiple occasions. The patient stated that on (B)(6) 2015 the hcp nurse stabbed the patient 3 times when doing refill and the nurse intentionally hurt the patient and the nurse did not use new needle. Per the patient the nurse did horrible things and the patient¿s pump will run out (B)(6) 2015. The patient was "panicking" about finding someone to refill pump. The patient also stated the hcp¿s office would not return their phone calls. The patient had been referred to another hcp by their current hcp and also sent a letter to the other hcp and now the hcp would not take the patient and does not start appointments until (B)(6). The patient¿s medication was 50mg/ml and was changed to 20mg/ml by the hcp¿s office. The patient reported that she had been mistreated by the nurse. The patient also stated that at their first appointment they were poked by the nurse with the same needle during the refill. In october 2014 the hcp called the patient and stated the medication was there for the patient and to go for refill and when the patient got there the medication was not there. On (B)(6) 2015 it was further noted that the patient had been given discharge papers back in (B)(6) and was made aware of their alarm date at that point. According the hcp¿s office the patient was non-compliant. The pump was used to deliver morphine. Interventions and patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is obtained a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).